Manufacturer narrative:
B3-date of event is estimated. A patient experienced lead migration was reported to abbott. X-ray confirmed lead migration. As a result, the patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. X-rays showed that both leads migrated down. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.